Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the root cause of reported issue could not be definitely determined. The most likely causes are: thermo-mechanical fatigue, wear and tear and improper handling (impact, shock). A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU). Before using the product, the warning notices in the IFU should be followed to ensure a faultless condition of the product. See especially chapter 4: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures) warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the tip of the resection sheath was damaged/broken during assembly in the operating room on the sterile covered assistance table before the equipment was to be used on the patient. The surgeon waited until the new equipment was packed up, which lengthened the operating time by fifteen (15) minutes and the patient's time under anesthesia. There were no reports of patient harm associated with the event.